Event description:
The customer reported that the pt managed to bounce the bed close to a wall. The netting got caught on a valve outlet sticking out of the wall and tore. The pt did not get out of the canopy and no injury occurred. The pt has a pre-existing brain injury and is not cognizant of his actions.

Manufacturer narrative:
Result - evaluation of the returned product shows that the window side d has a two foot rip in the mesh netting.